Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer was unable to bolus due to the no delivery. Customer was advised that a new battery cap would be sent to them and to monitor pump and call back if new battery cap does not resolve the issue.